Manufacturer narrative:
He actual complaint product has not been returned for evaluation and the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). Zip code is not indicated at this time. (B)(4).

Event description:
As reported by a patient on (B)(6) 2016, she experienced discharge and an unspecified infection associated with contact lens wear. Further information received from the patient on 03/08/2016 clarified that the patient noticed discharge from her eyes, blurry vision, and light sensitivity after wearing the contact lenses for a couple of days. She reported that she was under the care of a corneal specialist, as referred by her eye care provider, and was told that her corneas "look as though they have been sandblasted." At the time of this information, the patient was being treated with an ophthalmologic antibiotic, unspecified oral antibiotics, an antiviral cream, and unspecified steroid drops (regimens and durations for treatments were not specified). Contact lens wear had not yet resumed, and the patient was scheduled to follow-up with the treating corneal specialist on the following day. Additional information has been requested but not yet received.

Manufacturer narrative:
The lot number is unknown and the complaint product was not returned for evaluation. A historical complaint data and trends related to serious adverse events (saes) was performed and no adverse trends were identified. The root cause could not be determined. (B)(4).